Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. The lot number was not provided, thus the following information are unknown: model number, catalog number, unique ID, expiration date, and manufacture date. The angiosculpt device was discarded by the facility, thus no returned product investigation was performed.

Event description:
The angiosculpt device was used to treat a coronary lesion. During use in patient, the balloon ruptured at an unknown pressure. The procedure was completed with a non-angiosculpt device. No patient injury reported. This product problem is being submitted because it is unknown if the balloon ruptured above the rated burst pressure (rbp). There is potential for harm if it were to recur.

Manufacturer narrative:
Blocks d1/ g1: manufacturer name and site name were updated from spectranetics to philips image guided therapy corporation to match the model number. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.